Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event. Due to certification issues (webtrader) this report will be submitted once access is restored. (See (B)(4) e-mail conversation with cdrh emdr from 2019-08-08).

Event description:
Wrong knee joint behavior. Knee joint beeps permanently even after connection to the charger! Patient fell.

Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Event description:
Wrong knee joint behavior. Knee joint beeps permanently. Patient fell.